Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), depression ('depression'), headache ('headaches'), alopecia ('hair loss') and anxiety ('anxiety') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain, pain ankle, pap smear abnormal, arthritis and asthma. Family history included hepatic cyst nos (mother has), diabetes (mother has), anxiety (mother has), adhd (mother has) and panic attack (mother has). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain, headache, depression, anxiety, alopecia, nausea ("nausea,"), migraine ("migraines"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), loss of consciousness ("passing out problem"), dizziness ("dizzy spells"), hypotension ("low blood pressure"), musculoskeletal stiffness ("stiffness in extremities") and chest pain ("chest pain"). Essure treatment was not changed. At the time of the report, the pelvic pain, headache, depression, anxiety, alopecia, nausea, migraine, abdominal distension, abdominal pain, loss of consciousness, dizziness, hypotension, musculoskeletal stiffness and chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, chest pain, depression, dizziness, headache, hypotension, loss of consciousness, migraine, musculoskeletal stiffness, nausea and pelvic pain to be related to essure. The reporter commented: she will have surgery to remove the implant in the near future and the need for additional surgery. Tubal spasm occurred and no coils were visualized after the deployment device was removed. Three coils were noted to be coming from the right ostia plaintiff received treatment for pelvic pain, abdominal pain, hair loss, migraine, headaches, nausea. Concerning the injuries reported in this case, the following ones were confirm in patient's medical records: migraine, depression. Amendment: the report was amended for the following reason: after internal review, the event "pelvic pain" was downgraded to non serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain, pain ankle, pap smear abnormal, arthritis and asthma. Family history included hepatic cyst nos (mother has), diabetes (mother has), anxiety (mother has), adhd (mother has) and panic attack (mother has). On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), nausea ("nausea,"), migraine ("migraines"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), loss of consciousness ("passing out problem"), dizziness ("dizzy spells"), hypotension ("low blood pressure"), musculoskeletal stiffness ("stiffness in extremities") and chest pain ("chest pain"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, headache, depression, anxiety, alopecia, nausea, migraine, abdominal distension, abdominal pain, loss of consciousness, dizziness, hypotension, musculoskeletal stiffness and chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, chest pain, depression, dizziness, headache, hypotension, loss of consciousness, migraine, musculoskeletal stiffness, nausea and pelvic pain to be related to essure. The reporter commented: she will have surgery to remove the implant in the near future and the need for additional surgery. Tubal spasm occurred and no coils were visualized after the deployment device was removed. Three coils were noted to be coming from the right ostia. Plaintiff received treatment for pelvic pain, abdominal pain, hair loss, migraine, headaches, nausea. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: migraine, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain, pain ankle, pap smear abnormal, arthritis and asthma. Family history included hepatic cyst nos (mother has), diabetes (mother has), anxiety (mother has), adhd (mother has) and panic attack (mother has). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), nausea ("nausea,"), migraine ("migraines"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), loss of consciousness ("passing out problem"), dizziness ("dizzy spells"), hypotension ("low blood pressure"), musculoskeletal stiffness ("stiffness in extremities") and chest pain ("chest pain"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, depression, anxiety, alopecia, nausea, migraine, abdominal distension, abdominal pain, loss of consciousness, dizziness, hypotension, musculoskeletal stiffness and chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, chest pain, depression, dizziness, headache, hypotension, loss of consciousness, migraine, musculoskeletal stiffness, nausea and pelvic pain to be related to essure. The reporter commented: she will have surgery to remove the implant in the near future and the need for additional surgery. Tubal spasm occurred and no coils were visualized after the deployment device was removed. Three coils were noted to be coming from the right ostia plaintiff received treatment for pelvic pain, abdominal pain, hair loss, migraine, headaches, nausea. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: migraine, depression. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Explant details added. Case becomes incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain, pain ankle, pap smear abnormal, arthritis and asthma. Family history included hepatic cyst nos (mother has), diabetes (mother has), anxiety (mother has), adhd (mother has) and panic attack (mother has). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), nausea ("nausea,"), migraine ("migraines"), abdominal distension ("bloating") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the pelvic pain, headache, depression, anxiety, alopecia, nausea, migraine, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, depression, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: she will have surgery to remove the implant in the near future and the need for additional surgery. Tubal spasm occurred and no coils were visualized after the deployment device was removed. Three coils were noted to be coming from the right ostia plaintiff received treatment for pelvic pain, abdominal pain, hair loss, migraine, headaches, nausea. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: migraine, depression. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: case is upgraded to incident. New event abdominal pain was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.